Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported with the wrong MFR #. The initial report should be voided as it was submitted in error. Please refer to 0001822565-2018-00209.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem, unknown humeral head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient underwent revision after 8 years from initial surgery due to glenoid loosening. All components were removed and the patient was converted to a reverse shoulder system. Attempts have been made and additional information on the reported event is not available at this time.